Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.

Event description:
The diamondback coronary orbital atherectomy device (oad) was operated in the mid left circumflex for two treatment passes on low speed. High speed was selected, and during the subsequent treatment pass the patient became hypotensive and bradycardic. Total parenteral nutrition and norepinephrine were administered. Once the patient was hemodynamically stable, the oad was removed. After oad removal, the patient experienced additional events which, based on the information provided to csi, are unrelated to the csi device. The patient stabilized following the procedure.